Event description:
It was reported that the patient was having a replacement of the spinal catheter segment to remove a granuloma. At the time of report, the surgeon had already replaced the spinal segment of catheter. However, the catheter information seen on the physician programmer did not match the registered catheter information. The programmer showed that a catheter model 8709 was implanted and looking her up showed that she had a model 8731sv. Using fluoroscopy showed that the pump connector did not look like a sutureless connector and it also appeared to be a two-piece catheter. It was speculated that maybe the 8731sv was a new spinal part that was implanted in 2009. At the time of report, the pump was delivering saline, but was originally delivering dilaudid. The reporter didn¿t have any information on past bridge bolus programming or how long the pump had been running with saline. It was stated that the reporter was planning to meet with the managing physician before drug was put back into the pump. Three days later, it was reported that the patient was scheduled to have an MRI. The reporter did not know if the scheduling of the MRI was related to the pump, but knew it was related to an ¿intradural mass¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, on (B)(6), she had a surgery to excise an intrathecal catheter tip granuloma and fix nerve damage. However, there was imaging evidence showing that the patient had a residual granuloma at ¿l2¿. It was noted that no additional surgery was recommended at the time of report. Following the surgery, the patient¿s right groin pain had resolved and the pain through the anterior and posterior aspect of the right leg to the knee was not present. The patient continued to report low back pain with uncomfortable spasms across her lower back. Upon examination, it was found that the midline incision site was healing without signs of infection, though there was an edema over the midline of the site. It was noted that there was no expression of fluid with palpation. At the time of report, the patient¿s pain level was at a four. Concomitantly, she was taking robaxin, which helped with the pain without side-effects, celebrex, which partially helped the pain, and cymbalta, which also helped with her pain. The patient had also been using hydrocodone, but it seemed to be minimally helping with the pain. The plan was to continue use of cymbalta, celebrex, and tylenol, but discontinue use of the hydrocodone. Additionally, filling the pump with prialt would be dis cussed due to the development of granulomas. It was also stated that depression and anxiety was seen in the patient. At the time of report, the device system was delivering saline. About two weeks later, it was reported that the prialt was put into the pump and a priming bolus was to be run. Since the total length of the catheter was unknown, the catheter length was programmed to 0.001 to alert future examiners. The only known information was that the replaced section would hold 0.42ml, though that wouldn¿t include the pump tubing or proximal catheter segment. The priming bolus was programmed to only push the amount of drug through the known length of catheter and let the rest deliver over time. It was also noted that a laminectomy was performed when the catheter segment was replaced. When saline was being put into the reservoir, the appropriate amount of dilaudid was withdrawn and discarded. Additionally, an appropriate bridge bolus was programmed on (B)(6) to run for 197 hours. It was also stated that an MRI was performed when the patient presented with back and leg pain.

Manufacturer narrative:
Concomitant products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1996, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8840, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).